Event description:
Customer reported receiving a "glucose unavailable" message while wearing an adc freestyle libre sensor. Customer further reported she experienced dizziness, feeling sick, and a loss of consciousness and called paramedics to be transported to a hospital. At the hospital, a reading of 39 mg/dl was obtained on the hospital device and customer was diagnosed with hypoglycemia and treated with unspecified intravenous treatment, glucose gel, and "acarboat pills". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed. The dhrs showed the fs libre sensor and hs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "glucose unavailable" message while wearing an adc freestyle libre sensor. Customer further reported she experienced dizziness, feeling sick, and a loss of consciousness and called paramedics to be transported to a hospital. At the hospital, a reading of 39 mg/dl was obtained on the hospital device and customer was diagnosed with hypoglycemia and treated with unspecified intravenous treatment, glucose gel, and "acarboat pills". No further treatment was reported. There was no report of death or permanent impairment associated with this event.